Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing, ECG stress testing and all functional testing without duplicating the report. An internal inspection of the device found no discrepancies. The defib receptacle was replaced as a precaution and the device was tagged with a warning to the user to discard the multi-function cable (mfc) used during the event. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, that the device displayed a "ECG disabled" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.